Event description:
Customer experienced blistering and pain on right leg below knee following use of the kwik kold pack. Pack was used directly on skin for about 10 min. Also, there was a white residue on their leg following use of the pack. They saw a dr. Who prescribed something for their skin. Customer has product sample and will send to cardinal for investigation; please send their a label.